Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: on what date was the linx device implanted? On (B)(6) 2017. What is the lot number for the device? Unknown. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? On a scale of one to ten, zero. Did the dysphagia improve after the device was implanted initially? There was no dysphagia when the device was implanted. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient had a linx device implanted on a unknown date and had the same doctor perform an explant on (B)(6) 2019, due to dysphasia. It was not reported when the patient started having dysphasia. The entire device was removed, no replacement was placed back in the patient and there were no notable observations. It isn't known if the patient symptoms have resolved.